Event description:
The customer contacted stryker to report that their device's battery pins were damaged. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker replaced the device's battery pins to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Manufacturer narrative:
It was determined the cause of the reported issue was broken battery pins.

Event description:
The customer contacted stryker to report that their device's battery pins were damaged. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.